Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant, the patients right atrial (ra) lead displayed oversensing, noise, variable and high/undefined impedance. The right ventricular (rv) lead had triggered a lead integrity alert (lia) and displayed variable and high/undefined impedance and oversensing, and noise resulting in inappropriate therapy. It was thought that there may be a connection issue with the leads and implantable cardioverter defibrillator (ICD) or a possible setscrew/grommet issue. It was noted that the patient had a high anxiety level regarding the device and reprogramming was completed until a revision could be completed. During the revision procedure the pocket was opened and it was verified that the lead pins were past the set screws and a tug test indicated the leads were secure. Ruling out the connection or setscrew/grommet issue. The lead pins were removed from the device and leads checked with analyzer. Normal impedances and no noise or oversensing were seen. The leads were then connected to a new device as the physician was suspicious of header issue with the initial device. The device was replaced and the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.